Event description:
On (B)(6) 2012, it was reported that the display on the patient's infusion device is partially defective which could lead to misinterpretation. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact. The problem mentioned by the customer is related to mishandling of the product by the customer.